Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2022 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample revealed that one opened straight packet with three strands double armed that pertain to product code d7768 was returned for analysis. The product code is multistrand and each packet contains four strands double armed. In order to evaluate the conditions of the returned sample, no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a trasversus abdominis muscle release procedure on (B)(6) /2022 and suture was used. The suture broke easily around the needle swage part, when the surgeon tried to tie the suture. This happened two times. Another lot product was used for the surgery. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if this was a pull off suture needle or if this was a breakage suture issue? Please clarify a breakage suture issue. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What is the lot number? Event related to mw # 2210968-2022-09610. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.